Event description:
Medtronic received the following information obtained from the journal article, which is summarized as follows: long-term follow-up of type ii endoleak embolization reveals the need for close surveillance, timur p. Sarac, journal vascular surgery 2012;55:33-40. A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. On an unknown date, an unknown talent aaa stent graft was implanted. During a retrospective study of 809 patients who underwent evar between (B)(6) 1999 and (B)(6) 2009, 95 were found to have type ii endoleaks (3 of which were talent). Of these 95, eight patients (8.4%) underwent graft explant and open repair; 19 (20%) required two or more embolization procedures.

Manufacturer narrative:
The event information does not match information previously reported to medtronic. Results: inherent risk of procedure (endoleak, conversion to open repair). Unknown cause of event. Conclusion: unknown cause of event.